Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Review of the reported event by a health care professional found: intramedullary nail systems are designed to provide stable internal fixation for various long bone fractures and have been designed for specific applications to help restore the shape of the fractured bone to its natural, pre-injured state. Long bone fractures follow specific regenerative patterns, creating a complex biological healing process and placing a patient at a heightened risk of delayed union. The healing of bone can be complicated by patient comorbidities such as diabetes, obesity, smoking, level of activity and other conditions that are known to slow a person's ability to heal. Delayed union can be treated through a secondary option called dynamization that involves removal of proximal or distal locking screws causing compression at the fracture site and promoting union. Dynamization with an intramedullary nailing system is considered a standard secondary treatment for facilitating second-stage healing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: implanted between 2015 to 2022. D10: item # unknown, unknown screw, lot # unknown. Item # unknown, unknown nail, lot # unknown. G2: report source canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: michael r. Mercier, james m. Broderick, catherine s. Hibberd, shane p. Russell, mansur m. Halai, amit atrey, aaron nauth, amir khoshbin. Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. 2025 pages 1-10. Https://doi.org/10.1016/j.artd.2025.101753.

Event description:
On (B)(6) 2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). The study reported 76-year-old woman (bmi 35.4 kg/m2), who presented with a vancouver b1 periprosthetic fracture following a mechanical fall. A 15-hole ncb periprosthetic proximal femur plate was placed sub-muscularly with 5 screws and 2 cerclage wires. 4-months post-op the patient reported pain and xrays showed nonunion with plate failure. The plate was removed and replaced with a competitor femoral locking plate. Due diligence has been completed for this complaint; to date all available additional information has been received.